Manufacturer narrative:
Corrected data: section e: other occupation. Manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the controller was not determined. The exchanged system controller (serial number unknown) was not returned for analysis, and no log files from the exchanged controller were associated with the reported event. No further information was able to be provided. The root cause of the reported event was unable to be determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through log file analysis that there was a system controller exchange on (B)(6) 2024, however the site stated that they did not have any record of the exchange.